Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced insulin leaking at the headset with multiple infusion sets. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.